Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 32mmx3mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After crossing the lesion with a non-bsc guide wire, a 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and pre-dilatation was performed with a 3.00x12mm nc quantum apex balloon catheter. A 3.00x32mm promus premier select stent stent was deployed and the procedure was completed. No patient complicatons were reported. The patient was stable and responding well to medicines. It was further reported that the balloon ruptured during the second inflation.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex catheter. The device was bloody, and the balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material located 7mm from the tip of the device. Inspection of the rest of the device found no other damage or defects. The reported information indicates the device was inflated to 16atm; therefore, there is no indication the device was inflated over rbp.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 32mmx3mm, de novo target lesion was located in the mildly tortuous and mildly calcifie left anterior descending artery. After crossing the lesion with a non-bsc guide wire, a 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and pre-dilatation was performed with a 3.00x12mm nc quantum apex balloon catheter. A 3.00x32mm promus premier select stent stent was deployed and the procedure was completed. No patient complicatons were reported. The patient was stable and responding well to medicines. It was further reported that the balloon ruptured during the second inflation.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 32mmx3mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After crossing the lesion with a non-bsc guide wire, a 15mm x 3.00mm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and pre-dilatation was performed with a 3.00x12mm nc quantum apex balloon catheter. A 3.00x32mm promus premier select stent stent was deployed and the procedure was completed. No patient complications were reported. The patient was stable and responding well to medicines.